Event description:
The nurse reported an empty pbp bag and a full effluent bag nearly at the same time. As she tried to change the pbp (pre blood pump) bag, she saw an alarm "effluent bag empty" and it was impossible for her to change into the pbp screen. The treatment was stopped. Reported machine runtime 2300 (h). No blood loss reported.

Manufacturer narrative:
No pt injury or medical intervention was reported. No blood loss was reported. The data files have been reviewed by the manufacturer and further questions put to the user site. The manufacturing site will conduct further investigation. A follow up report will be submitted as soon the investigation has been concluded.